Event description:
Surgeon reported a posterior stabilized femur break across the femoral post spanning the medial and lateral condyles.

Manufacturer narrative:
This report will be amended when our investigation is complete.